Event description:
It was reported that this artificial urinary sphincter (aus) was empty due to fluid loss. The physician noted that the patient had radiotherapy and his urethra had shrunk the device was explanted and replaced with a new aus. No patient complications were reported.